Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume infusor separated. During filling, the stress member rotated with the syringe, when the syringe was in the locked position. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing date: (B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a white stress mark located on the stress member flange, underneath the coil cap. The stress member flange wiggles slightly back and forth when a filling syringe is inserted inside the fillport. The reported condition was verified, but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.